Event description:
The manufacturer received information that a trilogy evo was returned to a third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. It was reported the ventilator failed functional testing. Due to an error code that indicates the v bus dropped below 8.000v, and a test failure for the active exhalation control module solenoid valve verification for current, the ventilator's system printed circuit board assembly required replacement. Additional findings not related to the customer's complaint: multiple device components were noted to be contaminated and/or damaged and were replaced to address those issues. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.